Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lip and nose becoming black is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the nasolabial folds. Patient was also injected with botox in the forehead lines, crow's feet, glabella and cheek. Patient also had "tissue suture up" which was unrelated to the event. After the injection, the patient's lower lip became black. Patient was immediately treated with hydrolase degradation and hyperbaric oxygen treatment after the middle triangle block of right side nasolabial folds and whole nose became black. Three days later, the patient was left with the right nasal groove and a little part of nose black. Patient had another treatment with hyperbaric oxygen and improved the same day. Patient has not had any additional treatments and is in good condition. The healthcare professional noted that the patient no longer needs hyperbaric oxygen.